Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking from the stay safe connector. Patient had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed with a broken port of the patient connector. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformance during the mfg process.